Event description:
It was reported that a dexcom g7 failed to pair with the ilet, resulting in unavailable cgm data to the pump; the agent instructed the user to toggle the sensor setting from g7 to g6 and back to g7 and to restart the sensor, with guidance to call back if readings did not appear. Symptoms included no sensor glucose values displayed on the ilet. Outcomes included temporary loss of cgm connectivity with no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included troubleshooting and user education via telephone, including software setting verification and sensor restart. Investigation of this case revealed an initial pairing failure between the ilet and the dexcom g7 with no confirmed hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues consistent with use-related or software communication factors.